Manufacturer narrative:
On (B)(6)2020 , it was noticed that the concomitant product was inadvertently omitted from the 3500a initial MDR submitted to FDA on (B)(6)2020 . The product has now been added to section d11. Concomitant med products. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary it was reported that a patient with a history of pacemaker implantation underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and pentaray nav high-density mapping eco catheter and suffered right ventricular (rv) lead dislodgment requiring surgical intervention. During the removal of the catheters from the patient¿s body, the right ventricular (rv) lead became dislodged. The patient remained in stable condition and there were no changes in the patient¿s vitals. It was noticed that the lead stopped pacing the right ventricle (rv) and the physician confirmed that the lead was dislodged using fluoroscopy. At the time of the call a lead revision / new lead insertion procedure was being performed. The patient was not pacer-dependent, and the cardiac rhythm remained stable. On (B)(6)2020 , the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection, it was noted that the shaft was kinked approximately 110 cm from the distal tip. After further analysis and testing, the device was visually inspected, and the shaft was found kinked next to the handle. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30296649m] number, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The root cause of the kink observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient with a history of pacemaker implantation underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and pentaray nav high-density mapping eco catheter and suffered right ventricular (rv) lead dislodgment requiring surgical intervention. During the removal of the catheters from the patient¿s body, the right ventricular (rv) lead became dislodged. The patient remained in stable condition and there were no changes in the patient¿s vitals. It was noticed that the lead stopped pacing the right ventricle (rv) and the physician confirmed that the lead was dislodged using fluoroscopy. At the time of the call a lead revision / new lead insertion procedure was being performed. The patient was not pacer-dependent, and the cardiac rhythm remained stable. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Although there was no report of product malfunction or manipulation problem, the thermocool® smart touch® sf bi-directional navigation catheter and pentaray nav high-density mapping eco catheter cannot be considered concomitant since their involvement cannot be excluded.